Event description:
Information was received indicating that cadd solis vip pump alarm when the latch is closed. There were no adverse events reported.

Manufacturer narrative:
Additional information: one smiths medical cadd solis vip pump was returned for analysis with no physical damage was found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern was unable to be duplicated. The pump's downstream occlusion (dso) sensor will be replaced as a preventive measure. Service also performed a full preventive measure and functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Additional information included the date of the event and that the issue occurred during testing and no patient was present at the time.